Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v011979, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that the patient thought their implantable neurostimulator (ins) might be dead and they had urinary retention. The patient programmer would not synch at the airport both with and without the programmer. The patient had no returning symptoms and was unsure how long it had been since they felt stimulation. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.